Manufacturer narrative:
(B)(4).

Event description:
New information on (B)(6) 2017 stated that the lead also exhibited clavicular crush.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for lead revision. The patient initially presented experiencing fatigue due to an alert. Upon interrogation, the right ventricular lead exhibited low impedance and loss of capture. The lead was capped and replaced. The patient was doing well post operation and would continue to be monitored with routine follow up.